Event description:
It was reported that, during implant attempt, this right atrial (ra) lead was unintentionally damaged by the physician while suturing it in the pocket. Visual examination noted that the lead's gore covering appeared to be damage. As such, the lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, during implant attempt, this right atrial (ra) lead was unintentionally damaged by the physician while suturing it in the pocket. Visual examination noted that the lead's gore covering appeared to be damage. As such, the lead was removed and replaced. No adverse patient effects were reported.